Manufacturer narrative:
(B)(4). The actual device was returned for evaluation; reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. This issue has been escalated to a CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery reamer device was not functioning after repair. During an in-house engineering evaluation, it was observed that the handpiece would start running by itself without pushing the trigger when the mode switch was put to either "fwd" or "rev" position. It was further noted that the in the lock position, the machine would stop but did not stop immediately when the trigger was released. It was also noted that the trigger worked intermittently. It was not reported whether the event occurred during surgery or whether there was patient involvement. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly